Manufacturer narrative:
As reported, during the aortic stent graft procedure, the probe of the super torque cath mb 5f pig 110cm 6sh broke in half with a part trapped in the patient¿s artery. Additional procedural details were requested but are unknown. The device was not returned for analysis. A product history record (phr) review of lot 17691808 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the limited information provided, it is not possible to draw a clinical conclusion between the device and the reported event. Without the return of the device for analysis, the reported customer event ¿catheter (body/shaft) - separated - in-patient¿ could not be confirmed and the exact root cause could not be determined. Vessel characteristics, although not provided, and/or procedural/handling factors may have contributed to the reported event. According to the instructions for use (IFU), although not intended as a mitigation, ¿prior to using the device, inspect for bends, kinks or other damage. Failure to observe these instructions may result in damage, breakage or separation of the catheter or the markerbands, which may necessitate additional intervention. Avoid entrapment of the catheter between other endovascular devices and the vessel wall. Avoid excessive friction on the catheter; avoid simultaneous introduction of the catheter and aortic graft devices through the same sheath. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm super torque mb angiographic catheter positioning under high quality fluoroscopic observation.¿ neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, during the aortic stent graft procedure, the probe of the super torque cath mb 5f pig 110cm 6sh broke in half with a part trapped in the patient¿s artery. Additional procedural details were requested but are unknown.